Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient had developed a bruise-like rash on her back underneath the lifevest. The patient's cardiologist advised the patient to use cortisone on the irritation. Further follow-ups were unsuccessful. The patient's medical outcome is unknown at this time.